Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test and alarmed during the prime test due to protruded drive support disk. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.